Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2018. The rep stated that per the healthcare professional¿s (hcp) office, the cause of the erosion was due to an infection, organism: staph aureus. Per the hcp¿s office, the infection and erosion has resolved. That patient has been placed on antibiotics to resolve the issue per report. This information was confirmed with the hcp. No further complications were reported/are anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(4) 2017, product type: lead. Analysis couldn't be performed on the lead serial# (B)(4); it was determined that the issue was a non-analyzable medical issue. Analysis couldn't be performed on the lead serial# (B)(4); it was determined that the issue was a non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977a260 serial# (B)(4) implanted: (B)(6)2017 product type lead product ID 977a260 serial# (B)(4). Implanted: (B)(6) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that their leads were eroding through their skin and now were visible. The surgeon requested an explant of the entire system. The system would be explanted on (B)(6) 2017. The rep was unable to determine which lead had eroded through at the affected site. There were no known causes. The issue was not resolved at the time of the report but the patient was noted to be alive with no injury and there was a planned surgical intervention to resolve the issue. No further complications were reported/are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.